Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1900680 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 05/31/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the jaws partially closed and no clip in the first position. The sample appears used as there is biological material present on the device. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal component. No damages were observed. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The jaws were partially closed since the jaw opening gizmo (jog) was not engaged by the feeder because there were no clips were remaining to support the feeder. Since no clips were returned, the reported complaint issue could not be confirmed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal component. No damages were observed. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The jaws were partially closed since the jaw opening gizmo (jog) was not engaged by the feeder because there were no clips were remaining to support the feeder. Since no clips were returned, the reported complaint issue could not be confirmed. A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "broken parts - clip" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed , and a probable cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states: we were using an autoendo5 (ae05ml) last week and the clips began breaking before they were placed in the patient.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we were using an autoendo 5 (ae05ml) last week and the clips began breaking before they were placed in the patient.